Event description:
It was reported that during a right arm fistulogram, a balloon rupture occurred. A 9.0 x80, 75cm gladiator balloon catheter was advanced to the lesion and on inflation it ruptured at 18 atmospheres. The balloon was successfully retrieved from the patient and the procedure was completed with a different device. There were no patient complications reported and the patients status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).